Event description:
It was reported that during a hysterectomy procedure, the balloon was burst when water was injected. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: based upon the inquiry info rec'd and the visual examination, it was concluded that the cut in the balloon was caused by an external instrument. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.